Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2023-00452; 114822, s805 - wear/excessive wear, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2021-00381; 114803, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to ulna ring fractured.